Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe the barrel was cracked and delivered unsterile. The following information was provided by the initial reporter: the customer reported that one product had a cracked barrel and a cracked orange shield.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe the barrel was cracked and delivered unsterile. The following information was provided by the initial reporter: the customer reported that one product had a cracked barrel and a cracked orange shield.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 25-may-2022. H6: investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the orange shield is cracked. The returned syringe was examined and no cracked shield was observed. A review of the device history record was completed for batch# 1158023. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1256987 and 1158023. All inspections and challenges were performed per the applicable operations qc specification. There were two (3) notifications noted that did not pertain to the complaint.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe the barrel was cracked and delivered unsterile. The following information was provided by the initial reporter: the customer reported that one product had a cracked barrel and a cracked orange shield.